Event description:
Procedure type: lavh/sils. According to the reporter: during the procedure, the needle broke in the vagina while suturing. The needle was retrieved and the surgeon hand sewed the vaginal cuff closed. Operation room time was delayed 30 minutes and there was no bleeding reported.